Event description:
Physician reported a right side rupture. Device replaced with non-allergan brand.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture of right implant".

Event description:
Physician reported a right side rupture. Device replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on anterior assessed as an unidentified (tear) opening¿(shell thickness within spec). Additional observations: no other observations observed.

Event description:
Physician reported a right side rupture. Device replaced with non-allergan brand.